Event description:
It was reported that the patient experienced two hypoglycemic events following meal announcements, with documented blood glucose values of 56 mg/dl after dinner and 66 mg/dl at school, and the patient self-treated with oral carbohydrates including juices, a granola bar, and a frappuccino, without alerts or alarms and without need for medical assistance. Symptoms included hypoglycemia consistent with low blood glucose. Outcomes included recovery to euglycemia and no adverse sequelae or medical intervention. Investigation included troubleshooting and education with the caregiver and referral to clinical decision support for potential adjustment to meal announcement usage. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that the event was user-managed with oral glucose and no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.